Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, ventricular bipolar lead impedance was <250 ohms. Noise was seen on the surface ECG and the marker channels were labeling the noise as r waves.